Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia despite an infusion set change, with glucose decreasing to 390 mg/dl then rising to a cgm ¿high¿ reading; the user was on a contact detach set and received troubleshooting and supply-change guidance, after which glucose later stabilized to 126 mg/dl. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no external medical intervention, and no need for assistance, with user-performed ketone testing per plan and subsequent stabilization. Investigation included telephone troubleshooting and education. Investigation of this case revealed an unclear root cause of hyperglycemia, with potential infusion site or delivery issues not confirmed, and no device malfunction verified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.